Event description:
This ra lead was implanted on (B)(6) 2006. A call to technical services on 1/23/12 states that they are seeing noise on all 3 channels. The physician was dr. (B)(6) . It was determined that the patient was in the hospital having a cyst removed from his back at this time. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).